Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. The service representative replaced flexed the high voltage cable and the interconnect cables. The system was tested and found to be working as intended and put back in service.

Event description:
The customer reported that the system would only display a black screen. No patient injury was reported.